Manufacturer narrative:
The handpiece cord involved in the reported event was evaluated. The technician was not able to duplicate the alleged event. The cord was disposed of and a new handpiece cord was sent to the customer.

Event description:
It was reported that the handpiece cord was causing the handpiece to run by itself. There was no report of patient or user injury associated with the alleged event.